Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's right ventricular lead exhibited r-wave amplitude variation and noise attributed to myopotential oversensing. No intervention was performed. The patient was stable.